Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited low out of range shock lead impedance measurement of 0 ohms, which was detected via the patient's remote monitoring system. Boston scientific technical services (ts) reviewed the data and noted that all other lead measurements were normal. Ts advised testing the lead configurations and asking the patient about possible exposure to a source of electromagnetic interference (emi). Additional information indicated that the patient has not shown up for the scheduled appointments and thus, the cause has not been determined. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings.

Event description:
Approximately three years later this device was explanted and replaced due to an unrelated issue.